Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports a falsely elevated architect stat troponin-I assay result for one patient. A result of 0.17 ug/l was reported from the lab (the customer uses a cut-off value of 0.04 ug/l). The customer reports that if a value of greater than 0.14 ug/l is generated, then the patient is hospitalized to rule out a myocardial infarction. The patient was treated with anti-coagulants and remained in the hospital for one day. A new sample was taken eight hours later and generated a result of less than 0.04 ug/l. The patient's physician requested that the initial sample be retested and a result of less than 0.04 ug/l was generated on two different architect platforms. There is no further impact to patient management reported.

Manufacturer narrative:
Accuracy testing was performed on the affected lot of architect stat troponin-I assay with in-house retained reagents. Six replicates of a troponin-I panel were tested on one architect isystems platform. All test values fell within the expected range of 0.22 to 0.42 ng/ml, which demonstrates that this assay lot can accurately detect a known concentration of troponin-I. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect stat troponin-I assay package insert and the architect operations manual both contain information to address the current customer issue. There is no information to reasonably suggest a malfunction occurred. No additional issues were identified.